Event description:
This spontaneous report was received on (B)(6) 2011 from a (B)(6) old female consumer reporting on self from the united states. The consumer reports that during use of the o.b. Combination packs, (lot number, expiration date and frequency unspecified) in the last six months she noticed that outer fibers of the tampon come off during removal and are left inside her vagina. She also stated that the tampons do not hold up well during use. There was no report of any adverse effects. No samples were returned for evaluation. Due to the unavailability of the sample, it is not possible to evaluate the particular alleged defect. A lot number was not provided; therefore, the device history record could not be reviewed and the retain sample cannot be verified. A review of the data associated with this complaint category revealed no adverse trends. Complaint trends will continue to be monitored. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.